Manufacturer narrative:
(B)(4). Investigation: rdf analysis was performed on this procedure. It verifies that approx 135mls of air were returned to the donor. The customer fully acknowledges that the incident was due to operator error and is not alleging a machine malfunction or deficiency. Corrective/preventive action: operator error issues are reported on a quarterly basis to quality, sales and clinical support for targeted training where required. Air to donor failures are in part mitigated through product labeling as documented in the operators manual. Trima v6 software added warning screens regarding having the pt connected during air evacuation and to reduce the amount of air pushed out during pump load/unload. Conclusion: operator error.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. After a failed collection due to a hematoma, the nurse re-installed the donor on another machine (trima), rushed to meet some constraints (limits/deadlines) another nurse helped out partially (dedicated to other donors). In addition, the on-screen display images are almost the same prior to and after installation of the kit. The displayed image did not catch the attention of the nurse. By mistake, the nurse started the procedure prior to loading the cassette. Some air bubbles were noted in the tubing. She realized this immediately and clamped the tube. The doctor intervened quickly. The clinical examination was normal. The donor had no symptoms whatsoever and was contacted again 48th after the incident. This report is being filed due to the potential for air to donor and medical intervention.